Manufacturer narrative:
Additional review determined that the previously reported information regarding the low reservoir alarm was not related to this event. Additional information regarding that event will be reported under that manufacturer report #3004209178-2017-17856. This manufacturing report pertains to the following information: [motor stall with recovery]. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-17. It was reported that the motor stall was noted on the pump logs and that no cause was identified. It was indicated that no actions/interventions were taken to resolve the motor stall ¿for now.¿ it was noted that no symptoms were reported by the patient.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone [10 mg/ml] at a dose of 1.199 mg/day and bupivacaine [2.5 mg/ml] at a dose of 0.2999 mg/day. It was reported by the hcp via pump logs examined on (B)(6) 2017 that a motor stall occurred on (B)(6) 2017 at 09:47. A motor stall recovery occurred that same date at 09:54. A low reservoir alarm occurred on (B)(6) 2017 at 18:08. The reservoir volume according to the logs was 1.7 ml. Estimated early replacement indicator was 51 months. No patient symptoms/complications were reported.